Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery to reposition the pump. The patient was having trouble accessing the pump to deflate the cuff. Troubleshooting was performed to no avail. The pump was repositioned low in the scrotum during the procedure. There were no patient complications.